Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is the patient did not properly inspect the cassette and tubing for damage. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center to report they had to start over with new supplies due to a cut on the cassette, causing solution to leak. The technical service representative (tsr) advised to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the homepatient (hp) regarding the incident. The hp stated that she used a box cutter to cut the box and only one cassette was damaged. The hp stated that she was able to use all the supplies and she does not remember the lot number. The particular cassette that was damaged was discarded. The patient confirmed that there was no medical intervention or injury.